Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: none provided in the article. [(B)(4)].

Event description:
Journal article title: prolift like (pl) surgery: a management option for severe pelvic organ prolapse (pop) in a public hospital in a developing country. The aim of this abstract was to present the authors¿ experience with this anchored arms-mesh surgery in a public hospital in a developing country and to report epidemiological features, type of surgery, surgical results, intraoperative - perioperative complications, postoperative recurrence, mesh erosion, subjective surgery satisfaction and quality of life (qol). The authors developed a prolift like technique with the prolift device parts but the mesh is made with gynemesh ps following the figure of the original prolift (anterior, posterior or total). Between the periods of january 2008 to december 2009, prolift like (pl) surgeries were performed in 88 female patients ages 42 to 79 years with mean body mass index (bmi) of 28.5 +/- 4.2. There were 13 recurrences reported under apl: 4 asymptomatic anterior pop, 1 asymptomatic hypertrophic cervix elongation not diagnosed in preoperative, 8 posterior (unaffected compartment) pop 2 of them symptomatic one undergo to ppl, 4 under tpl: 3 asymptomatic hypertrophic cervix elongation not diagnosed in preoperative and 1 uterine pop undergo to vaginal hysterectomy. Post -operative events were reported: 18 under apl; 1 pielonefritis, 6 de novo sui, 6 persistent sui or miccional urgency, 4 urinary infection, 1 perineal persistent pain; 1 under ppl: 1 vaginal hematoma drained spontaneously, 4 under tpl: 3 de novo sui, 1 painful retraction of posterior mesh. Mesh erosion was reported in 3 patients under apl and 3 patients under tpl. In conclusion, the ¿hand-made¿ pl allows the management of pop in public hospitals in developing countries, being important to maintain the standard of the original surgery. For this aim seems relevant to use gynemesh ps mesh, which determine low complication rates. It is "planteable" to apply this model in other developing countries as advanced techniques of managing pop.